Event description:
It was reported a leak occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted after meeting release criteria. There was no gap or leak noted. At the routine 45 day follow up, transesophageal echocardiogram (tee) imaging revealed a leak or gap around the closure device that was not measured and varied in size depending on the view. The closure device remained in its original implant location and had not shifted. There are no interventions planned or performed.